Event description:
A surgeon reported a pt seen glistenings following bilateral intraocular lens (iol) implant surgery. He stated the pt sees a speckled pattern around lights at night and the onset seems to coincide with increased density of iol glistenings. He reported posterior capsule opacification (pco) has been observed and a yag capsulotomy performed. There are two medical device reports associated with this event. The right eye was previously reported under MFR# 1119421-2012-00193. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. A completed questionnaire was received on 02/02/2012. (B)(4).